Event description:
It was reported via repair work order that the foot right side rail was stuck down due to siderail carrier alignment/adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.